Event description:
On (B)(6) 2012 the lay user/patient's partner contacted lifescan (lfs) from (B)(6) alleging that the patient's onetouch verio iq meter was prompting an error 2 message. Per the onetouch verio iq user guide the error 2 message prompts when there is a problem with the meter or test strip. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the customer care representative (ccr) documented that the patient was applying the blood sample to the top of the test strips. Per the verio iq user guide the sample should be applied to the side of the test strip. The patient would not walk through a retest and so the ccr could not confirm that the alleged issue was resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 2 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.